Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant, a drop in sensing was observed. Additional information was received that this right ventricular (rv) lead had dislodged. A lead revision to reposition the lead is planned. There were no adverse patient effects.